Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. There was no further description of the breach in aseptic technique. Peritonitis was manifested by abdominal pain, cloudy effluent, and diarrhea. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with vancomycin for sixteen days (route, dosage, and frequency not reported) and ceftazidime for sixteen days (route, frequency, and dosage not reported) for the peritonitis event. Dianeal therapies were ongoing. After fifteen days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.